Event description:
The customer reported the instrument generated differential voteouts on controls and clear fluid leaked from the coulter lh 500 hematology analyzer. The volume of the leak is unknown. The leak was contained within the instrument. There was no exposure to mucous membranes or open wounds. The operator was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or change to patient treatment attributed to this event.

Manufacturer narrative:
The field service engineer (fse) was dispatched to assess the instrument. The fse observed a hole in the tubing through pinch valve (pv40). The fse replaced the tubing through pinch valve (pv40) and the leak was resolved. However, the instrument continued to generate differential voteouts on controls. The fse adjusted the differential light scatter preamp, resolving the differential results. The fse also replaced the primary aspiration pump as incidental service. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).